Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) - reported to (B)(4) rep by csd staff. Deep gouges found by csd staff on surface of lcs femoral impactor. Deep chips on femoral trial surface. Not linked to a specific patient.